Event description:
Information was received indicating that a smiths medical equator® convective warming device level one revealed a strong burning smell odor. No injuries have been reported.

Manufacturer narrative:
One convective warming device was returned for analysis. Upon visual inspection the unit was found to have wear / tear to the top and bottom enclosure. The filter was also observed to be dirty. Attached test hose, plugged in line cord, pressed the "on" button, and selected high on the keypad; no discrepancies found. After several hours of running the device there was no burning smell. Based on the evidence the complaint was not confirmed as there was no fault found.